Manufacturer narrative:
Calibration and qc had been within the established ranges. Service was not dispatched for this event. A root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by unicel dxc 800 pro synchron clinical system for three patient samples. The erroneous results were not reported out of the laboratory. The results from subsequent testing on a different instrument were used to confirm the results and were reported. There was no effect to patient or user.